Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer advised on left side of frame where rear upright holds the back cane and meets the bottom rail is broken at a weld. Per the technician's evaluation, it is confirmed that there is broken tubing weld at bottom rear of left side frame. Underlying cause is unknown.